Event description:
Note: no pt involvement. It was reported to boston scientific corporation in 2009, that a polyflex esophageal stent was to be used during a procedure performed one day prior. According to the complainant, during preparation, the physician had difficulty assembling the device due to the stent having a small kink/fold. As a result, while attempting to load the device, the stent kept crimping. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.